Event description:
It was reported that they were unable to maintain pneumo. They used another like device to complete the case with no pt consequence. The device is available for analysis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.